Event description:
The physician used a resolute integrity rx drug eluting stent to treat a lesion with 70% stenosis in the lad. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The patient reported having a nickel allergy after stent implantation and was concerned about potential reactions. No additional pre-existing conditions noted.